Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Gynesonics medical director concurs with the surgeon's opinion, this appears to be a uti in the end. In this case, the necrosis is expected and normal. This would be attributed to a uti and the pain was more likely what is typically seen in some cases after ablation regarding uterine cramping etc. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on aug 12, 2025, and is being reported retroactively out of an abundance of caution.

Event description:
On may 16, 2023, it was initially reported to gynesonics that a patient experienced a complication after she was treated with sonata treatment. The patient was treated with the sonata system on friday (B)(6) 2023. The patient apparently had a lot of fibroids that needed to be ablated. On sunday, the patient developed severe abdominal pain and high levels of inflammation. Patient had only slightly elevated body temperature. As of sunday (B)(6) 2023, the patient had another diagnostic laparoscopy and was still in the hospital. On may 30, 2023, received additional information, that the patient was discharged and she was at home. The patient had uterus moymatosus, i.e. Many different fibroids figo 2,3,4,2-5,6 (they performed a MRI beforehand). Because she still wanted to have children (age 49) she insisted on preserving her uterus. Because of the bleeding, we decided to treat the fibroids near the uterine cavity with sonata. She was well-informed about alternative options and about the offlabel use of sonata when trying to have children. Patient had a pre-existing medical history: iigiip, no prior diagnosis or surgery. The sonata treatment was performed on friday (B)(6) 2023. On saturday (B)(6) 2023, the patient was fine. On sunday (B)(6) 2023, she presented with e fever of up to 38.6 °c and abdominal pain. Rr and pulse normal. Crp 37,9 mg/l. As of monday, she was still complaining of this pain event, despite being treated with painkillers. Crp was now 328,8 mg/l and pct 2,54 ng/ml. The urinalysis was normal (nitrite negative). Ultrasound showed necrosis after sonata and the untreated preexisting fibroids, no free fluid. The doctor decided to give antibiotics and do a CT scan: results: there was no evidence of ischemia, abscess, or perforation. The doctor nevertheless decided on a laparoscopy in order to rule out major complications (e.g. Bladder or bowel perforation) with certainty. The doctor could not find any of this on the laparoscopy. The following day monday may 15, 2023, she was better, no temperature and the parameters of infection gradually decreased. She also showed moderate vaginal bleeding throughout the period (maybe some parts of the fibroids were in between). Per doctor, patient current diagnosis: all in all, we assume that it was a kind of reaction to necrosis after sonata. Possibly in combination with a urinary tract infection (after a few days, the result of the urine culture showed: streptococcus agalactiae, although she showed no dysuria).